Manufacturer narrative:
As reported, the j tip of the 0.035¿ emerald diagnostic guidewire dgw was found to be fractured after opening the packaging preoperatively and was replaced immediately. There was no reported patient injury. The issue was found before coronary angiography. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. Neither the product nor any of the other devices used with it had been re-sterilized. One picture related to the reported failure was received for analysis. The distal section of the guidewire was inserted in the original packaging. The distal tip appears fractured. A non-sterile guidewire ¿dgw .035 fc j3mm 150cm tef¿ was subsequently received for analysis. During visual analysis a kinked condition was noted. The distal end of the wire was analyzed using a vision system to magnify the damaged area and the kinked condition. The core wire can be visualized because of the unraveling of the coil wire. The core wire is intact with no exposed surfaces or signs of damage noted. A product history record (phr) review of lot 35266078 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿distal tip~fractured¿ was not confirmed, the returned unit does not present with a fractured condition. However, the malfunction ¿distal tip ~ kinked/bent¿ was confirmed. The unraveling of the coil wire gave the appearance of a fracture however, magnified imaging confirmed the wire was not fractured. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35266078 presented no issues during the manufacturing process that could be related to the event reported. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Hold for jf 7.11. As reported, the j tip of the 0.035¿ emerald diagnostic guidewire dgw was found to be fractured after opening the packaging preoperatively and was replaced immediately. There was no reported patient injury. The issue was found before coronary angiography. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. Neither the product nor any of the the other devices used with it had been re-sterilized. The device is expected to be returned for evaluation. A device image was provided for review. The hospital reported it as an adverse event to the china nmpa directly. Please upgrade this case to ae.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.